Event description:
It was reported that, during a call to technical services involving latitude communicator troubleshooting, the patient with this cardiac resynchronization therapy defibrillator (crt-d) mentioned they had an infection related to their device. No further information was provided. Besides the infection, no other adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.